Event description:
On (B)(6) 2014 the physician reported that it was unknown if the patient had a history of cardiac issues. He stated that the relationship of the patient¿s death to vns is not related.

Event description:
An online obituary was found indicating that the vns patient passed away. It was noted that the patient passed away in the hospital. Follow-up with the funeral home found the cause of death to be a heart attack. It was reported that there was no indication that the device was explanted and that the patient was buried. Attempts to obtain additional relevant information have been unsuccessful to date.